Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event.

Event description:
It was reported that patient develop postoperative infection at the implantable pulse generator (ipg) incision site. The patients incision site was inflamed and irritated. The patient was prescribed with antibiotics, and the incision was reportedly looking better.